Event description:
Catheter balloon would not inflate after insertion. The balloonn looked like it had popped. Exchanged the catheter and treatment proceeded. No pt injury.

Manufacturer narrative:
Visual inspection of catheter revealed a torn coude balloon.